Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: -please confirm, did 3 sutures break during 1 patient procedure? All suture are break different - different patients five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attributed defects, but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attributed defects, but no such defects were observed. The needles were inspected for any attributed defects, but no such defects were observed. As a part of further investigation, the batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters and was found to meet the specification. Per the condition of the samples from the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage, tensile strength test is applicable & measurable parameter. Minimum knot pull tensile strength test value of retain sample was found. The average knot pull tensile strength test value and the value at release for the retain sample met the usp average tensile strength requirement. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, did 3 sutures break during 1 patient procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was breaking while knotting. There were no adverse patient consequences reported. No additional information was provided.